Event description:
The customer received a questionable bilirubin total gen.3 result for one patient sample. The initial result was 0.8 mg/dl and was reported outside the lab. The physician questioned the result and asked for it to be repeated. The repeat result from a microcup was 17.3 mg/dl. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The reagent lot number was 60885101 with an expiration date of 07/31/2016. The customer declined a service visit and stated this was an issue of the tech reporting a result that was questionable as other assays tested at the same time had flags indicating a short sample. The customer stated they are going to put a rule in place on their lis to not allow release of results flagged by the analyzer for any part of the order without the tech doing a manual release.